Event description:
Information received from eye care professional (ecp). A patient sent a letter to our firm reporting that in early 2009, he/she inserted a new pair of contact lenses (cl) and felt discomfort. The patient experienced pain and redness after removing cl. The letter stated a couple of hours later, the patient's "entire eye swelled up and turned red" and that "something in the contact had cut my eye". Vistakon received faxed notes from the treating ecp. The patient presented the next day with corneal edema and injection os. The patient was wearing acuvue oasys cl 12-14 hours a day and replaced them every 2 weeks. The patient was diagnosed with spk and a "small peripheral corneal ulcer". The report stated that the ulcer appeared to be infectious in nature. The treatment included zymar drops and discontinue lens wear. The patient returned to the clinic four days later, with trace spk, corneal edema and corneal ulcer "healed completely'; the "overall cornea was 95% healed". The treatment regimen was to continue zymar drops and start lotemax qid x5 days. The patient was instructed to return to the clinic if symptoms worsened and told it was ok to return to lens wear in 3-5 days, once the inflammation decreased. The patient's visual acuity was 20/30 - the day after the original date and 20/25 four days later. Vistakon talked to the ecp who stated that the patient had already thrown the suspect lens away and that he/she did not know if the lens was torn, etc. The ecp stated that he/she switched the patient from biomedics brand to acuvue oasys. The ecp stated that the patient wore the biomedics lenses as desired and replaced them when he/she felt the need to replace them. The ecp stated that when switching the patient from biomedics to acuvue oasys that he/she counseled the patient on the wear schedule, a 2-week replacement schedule and instructed to use clear care solution to disinfect. Lot history review and product evaluation were not performed because the lot number was not provided and suspect product was discarded. MDR reportable events are reviewed in quarterly management review meetings. Will report additional information within 30 days of receipt.

Manufacturer narrative:
Device labeling single use or reuse.